Event description:
Customer reported that the alarm has no power. The customer refused to put new batteries inside the unit. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product found that the unit powers up but alarm or fail safe do not sound. Nurse call function works as it should. Note: instructions for use state: the posey sitter elite is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).